Event description:
It has been reported that the device is failing its self test and does not power on.

Event description:
It has been reported that the device is failing self-test and does not power on.